Event description:
It was reported that there was an impedance issue. There were high impedances >10000. 0-7 all had high impedances. As a result there was a revision. The leads were disconnected and tested with a multi lead trialing cable (mltc). Impedances were still >10000 after testing. The lead was removed and replaced with a new lead. X-rays were also taken. It was noted that the patient had aggressive physical therapy and it was after the therapy that he had noticed the change in his stimulation. The patient was alive with no injury at the time of this report. The patient had a follow up appointment with the physician and he was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).